Event description:
It was reported the motor cover has broken on the vc5310 bed. The broken cover interferes with the movement of the push rod and, as a result, has caused the push rod to slip off the pivot arm.